Manufacturer narrative:
Correction made to a1: patient identifier: cf (previously submitted as sg) additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the supply line of a homechoice automated pd set with cassette and the supply bag. The connection issue was further described as, ¿sometimes the connectors on the lines did not have threads and sometimes when twisting to connect they would hear a snapping noise¿ and ¿when they tried to connect, it would just spin and not actually catch¿. This occurred during setup for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.